Manufacturer narrative:
The device was returned to edwards for evaluation and its evaluation is currently pending. A supplemental MDR will be submitted upon receipt of new information. The device history record (DHR) could not be performed as the serial number is unknown. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The clinical observation was confirmed through receipt of medical records. The cause cannot be determined; however, patient factors and progression of underlying valvular disease may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 23mm aortic valve implanted in the aortic position was explanted due to calcification, severe stenosis, and high gradient after an implant duration of six years, eight months. It was reported patient developed increasing shortness of breath and premature bioprosthetic valve stenosis. The aortic valve was exposed and inspected. It was heavily calcified involving all leaflets of the bioprosthesis. A non-edwards valve was implanted in replacement. The patient also underwent coronary artery bypass graft x 1 during the procedure. The patient remained intubated and ventilated and transferred to the ICU in stable condition. Patient was in sinus rhythm, normotensive with no further episodes of hypotension and decreased contractility and bleeding was well controlled.

Manufacturer narrative:
X-ray demonstrated wireform intact, heavy calcification on leaflet 3, and moderate calcification on leaflets 1 and 2. Extrinsic calcific deposits were observed on the surfaces of leaflets 1 and 2 on the outflow aspect and leaflet 3 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Leaflet 1 had a 5mm tear near commissure 1 and leaflet 2 had a 4mm tear near commissure 3. Leaflet 3 had a cut out approximately 2mm x 5mm near commissure 3 and cut out leaflet fragment was not returned. Edges appeared straight and even at the cut site. Calcification was evident at the tears and cut site. Sewing ring was cut at multiple locations around the valve and a green suture remained attached to the sewing ring near commissure 2. Wireform was exposed on commissure 1, around leaflet 3 on the inflow aspect, and around leaflet 1 on the outflow aspect. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer report of stenosis was confirmed through observed calcification. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The cause of the event cannot conclusively be determined; however, patient factors and progression of underlying valvular disease pathology likely impacted the event.

Event description:
Surgical valve requiring intervention was a 21mm valve.

Manufacturer narrative:
Corrected data: surgical valve requiring intervention was a 21mm valve.

Manufacturer narrative:
Reference CAPA-20-00141.